Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis and investigated. The reported leak was confirmed, and a tear in the silicone valve inside the clip introducer housing was observed during analysis. A review of the lot history record revealed no manufacturing nonconformities to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All the available information was reviewed, and the investigation determined that the reported leak is a cascading effect due to torn silicone valve, however the observed torn material (silicon valve) appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Exemption number e2019001 - permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is filed to report the clip introducer leak. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. When inserting the clip delivery system (cds) through the clip introducer hemostatic valve, air entered into the steerable guide (sgc), and required aspiration. No air entered the patient. The cds was removed and was replaced. The new cds was used with the same sgc without further issue. A total of two clips were implanted, reducing mr to 1-2. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.